Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had a piece fall off (ring) the distal end of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the cysto-nephro videoscope had a piece fall off (ring) the distal end of the device; however; this was inaccurate information. The customer alleged the handle on the device was coming off. Per the legal manufacturer, this issue of the handling coming off is not likely to cause or contribute to death or serious injury if the malfunction were to recur.